Event description:
Additional information received indicated the patient continues to experience numbness and pain. Patient informed her physician that since beginning medication, the numbness has decreased. Patient states the issue is slowly improving.

Event description:
The patient had 2 leads (from the same lot) placed during a trial procedure. It was reported the patient experienced numbness, tingling and pain in the left hip and leg which began two days after undergoing a trial implant procedure. Patient was given medication. Patient's trial leads were removed (date not provided) and patient has since been implanted with an axium neurostimulator system, however the issue has persisted.